Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens -6.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).